Event description:
Dr (B)(6) performed an intestim procedure. Lead was placed and incision was made for battery. Lead would not seed into battery. Tip of lead appeared frayed. Sales rep present stated she had not seen that happen to an interstim lead before, but agreed it was defective at the tip. Defected intestim lead removed. New interstim device brought to room. Dr (B)(6) attempted to relocate the necessary lead placement, but was unable to get stimulus response from pt. Dr (B)(6) closed wounds. Had a test lead successfully placed in the surgeon's office and requested a permanent lead with generator device.